Manufacturer narrative:
The recipient reportedly completed antibiotic treatment and drainage has resolved. The recipient was successfully activated. No further follow up. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient presented with clear fluid draining from implant site from a tm perforation, likely caused by q-tip overuse. The recipient was treated with antibiotics (treatment unknown).

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.